Event description:
It was reported to philips that the allura system did not bootup. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system onsite and identified that the bios battery had depleted in the host pc, which prevented the host pc from starting. Upon troubleshooting actions, fse identified that the host pc was booting up when pressing the reset button and the time and date in the host pc were off. Fse replaced the bios battery in the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.